Event description:
The customer reported the system displayed an x-ray switch stuck error message, thereby failing to boot up. No report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The boards were reseated and the contacts cleaned. The software and calibration files were reloaded. The system was then found to be operating as intended.